Event description:
A malfunction was reported by the customer. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating normal values. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue recurred and acknowledged this guidance.